Manufacturer narrative:
Additional customer contact information: name: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he replaced video generator board. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received the parts associated with this complaint: these parts were received with a reported failure of an intermittent touchscreen. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not verify any failures with this part. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not verify any failures on these parts. These part revisions are obsolete and no longer able to be tested by the respective suppliers. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during field action for coil cable and pm procedure, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen was not responding. There was no patient involvement.